Manufacturer narrative:
The device was received, and an evaluation is complete. Observation of the device in "powered on" state with the customer supplied wireless module determined that the device does power itself off after a short period on a full charge. Evaluation could not reproduce this with a known good battery. Upon further investigation evaluation determined that the device powers on and off indiscriminately while being handled by the user and the customer supplied wireless module is installed. This also occurs when the customer supplied wireless module is installed on a known good test device. The cause was identified to be failed battery contact pins on the wireless battery module. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump's wireless battery module it was found to cause known good pumps to power off intermittently. No additional information is available.